Event description:
The event is reported as: complaint alleges: pin hole in package on incoming inspection. Defect found prior to use. No patient consequences.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when the investigation has been completed.